Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 4.3 mmol/l. The customer stated that the alarm occurred while they were in the process of changing their reservoir. The customer mentioned that the drive support cap was indented. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with no esc and act button response due to flattened button dome switch. The connector on lcd board was inspected and no anomaly was noted. Unable to verify for prime alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to no esc and act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.